Manufacturer narrative:
The investigation showed that the third turn of the locking thread was deformed. The functional test with a sample plate revealed that it was possible to achieve proper locking. Plastic deformations were also found on visual inspection pointing towards high torsional forces during insertion and removal of the screw. Unfortunately the plate was not returned and thus the root cause of the reported event can be attributed to excessive forces during insertion. Indications for any material or manufacturing related problems were not identified in this investigation.

Event description:
The head of the locking screw could not be locked with the plate. The surgeon tried to push the plate and the plate was deformed. The plate and screw were removed from the patient's bone. The plate was reshaped and fixed with a locking screw without any problem.